Manufacturer narrative:
The evaluation of the returned device by dornier manufacturing manager and dornier quality engineer determined the device was operating within dornier specifications. No defects were noted with the device as manufactured. No fault was identified with the device during this investigation and the device was confirmed to be performing as intended. It is acknowledged the device was returned with the black boot dislodged from the blue laser fiber connector and that the customer may have interpreted this as a breakage of the fiber, although the fiber was not broken. The cause of the dislocation of the black boot was unable to be determined. It can be confirmed each holmium laser fiber is 100% inspected for both visual and performance inconsistencies prior to release for distribution.

Event description:
Customer complained a holmium fiber arrived "already broken".